Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.

Event description:
On 3/4/2022, it was reported by a sales representative via email that an ar-1588rt-2j tightrope ii rt button was flipped on the cortex and the tightrope was advanced into the tunnel with the graft. The surgeon proceeded to tension the tibial side and the tightrope became loose, causing the graft to completely come out of the femoral tunnel. This was discovered during a acl reconstruction procedure on (B)(6) 2022.